Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 265 (mg/dl). Customer changed supplies to treat bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to discuss pump settings and infusion site options with health care provider.

Manufacturer narrative:
Brand name, common device name